Event description:
It was reported that the patient experienced difficulty with the inflatable penile prosthesis (ipp) not functioning properly, and the device was confirmed to have a ruptured right cylinder. The patient underwent a surgical procedure to have the ipp cylinder and pump explanted and replaced with new components. No patient complications were reported.

Manufacturer narrative:
Correction made to h6 device codes.

Event description:
It was reported that the patient experienced difficulty with the inflatable penile prosthesis (ipp) not functioning properly, and the device was confirmed to have a ruptured right cylinder. The patient underwent a surgical procedure to have the ipp cylinder and pump explanted and replaced with new components. No patient complications were reported.

Manufacturer narrative:
Based on the information available, product analysis of the inflatable penile prosthesis (ipp) could not confirm the reported events based on the product analysis findings. The cylinders were leak tested, visually inspected, and microscopically examined with observations that they had developed wear at the folds and the kink resistant tubing (krt) of both cylinders were worn down to the filament. One of the cylinders had a tear and hole in the outer tube with broken fabric threads that was consistent with sharp instrument damage upon explant. This cylinder was not pressure tested; however, the second cylinder passed the leak and pressure tests performed. The (ms) momentary squeeze pump was leak and functionally tested, visually inspected, and microscopically examined. The krt of the pump was found to be worn down to the filament. No leaks were present; however, the pump did not pass the functional testing performed. Review of the manufacturing documentation did not find any evidence that the device failed to meet product specifications prior to shipment. Based on analysis results, the most probable cause for the reported observations could not be confirmed. However, based on the identified pump issue, an investigation conclusion code of cause traced to component failure was assigned to this event.

Event description:
It was reported that the patient experienced difficulty with the inflatable penile prosthesis (ipp) not functioning properly, and the device was confirmed to have a ruptured right cylinder. The patient underwent a surgical procedure to have the ipp cylinder and pump explanted and replaced with new components. No patient complications were reported.